Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal lioresal 500 mcg/ml at 24 mcg/day. The patient was very flaccid after implant. The manufacturing representative was not aware if the symptoms started on (B)(6)2016. The onset of change in therapy/symptoms was sudden. It was suspected that the patient was sensitive to baclofen. The hcp set the pump at minimum rate and would assess the patient. The patient was checked into a rehab hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.